Manufacturer narrative:
The device was received with operating currents within specifications. It passed functional testing including the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. The device was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400mg/dl at the time of incident and current blood glucose was 162 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will be returned device for analysis.